Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the pump history was reviewed and showed that the last date recorded in basal history was (B)(6) 2013. The black box and alarm history showed no errors or alarms related to the complaint. The total daily doses were calculated correctly. The battery cap was not returned; a test cap was able to secure to the pump and was used to complete all testing. No alarms or warnings occurred during the 24 hour duration test. During testing, the pump was found to be operating within required specifications and delivering accurately. Unrelated to the complaint, evaluation revealed that the display screen was discolored; the screen was still able to be safely read. The pump history also indicated that the time and date had reset after pump reboots. During evaluation, the pump was opened and revealed the internal clock battery on the circuit board had failed. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient was not using the pump for insulin therapy after a power issue with the pump; she was on her alternate backup plan. The patient reported she fell asleep, then woke up experiencing the symptom of a seizure and her blood glucose level was tested to be 45 mg/dl. The patient was taken to the emergency room, where she was treated with glucose and her blood glucose level resolved to 247 mg/dl. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after she was unable to use the pump for ipt after a power issue, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.